Manufacturer narrative:
We made a visual inspection of the fracture surface of the broken off catch nose. Here we found the typically signs of a forced fracture. Without further knowledge about the circumstances we except, that the surgeon spread the downtube not completely with the removal key as mentioned in the IFU, so that the catch broke off during removal. In the meantime we initiated an corrective action and exchange the keys with a new designed key version to prevent this decribed failure description.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with ennovate. According to the complaint description text, it was reported that the nose is broken. There are no information about the patient harm. Therefore patient harm is unknown. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).